Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a sa 2.0 was believed to be faulty. No further information about the product and the case available. The device has not been returned to the manufacturer for evaluation. Additional information has been requested, but had not yet been received. No patient data available at the moment.

Manufacturer narrative:
Manufacturing and quality control data due to the limited information and the missing product we are unable to trace manufacturing and quality control data. All parameters of the product are tested and approved for function and quality during the manufacturing process. Thus, we ensure that only products meeting the specifications are released to the market. Conclusion information : due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. An investigation was not possible because the product is not available. With reference to the reason for the complaint, we would like to point out that deposits in the valve could be responsible for the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve.